Manufacturer narrative:
Correction information. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information. H4:device manufacture date. Evaluation summary customer reported no video image. Therefore, we checked the returned unit and confirmed that the lg cable connector fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the lg cable connector. In addition, we confirmed that the insertion flexible tube (ift) deformed, the distal body scratched, the lg cable connector corroded, the air/water nozzle sharp, the lg supply tube incorrect, and the lg supply tube incorrect; however, they are not the main cause, and/or irrelevant to the alleged complaint.

Manufacturer narrative:
This device is classified as import for export not available for sale in the united states, therefore 510k is not applicable. Similar model of ec38-i10l-us is available for sale in the united states with a 510k of k131855. (B)(4) if additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video colonoscope ec38-i10l. In the event reported, it was stated that the device has no video image. The event timing is unknown. There was no adverse event reported with this complaint. On 29jul2021, pentax medical customer service issued return material authorization (B)(4) for the device to be returned for further evaluation. The device is currently pending return from the user. No additional information was provided this complaint.